Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: unk_nav_comp, serial/lot #: unknown. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the magnetic instrument was not recognized at all. The procedure was changed to the use of the optical type. When an inspection was performed, it was found that the cause was that the pin of the emitter connector was bent. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.